Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up, a gradual increase in pacing lead impedance was observed. The impedance increase is a possible sign of lead abrasion. System replacement was recommended. The patient condition is okay.